Event description:
A certified nursing assistant and a residents personal sitter were transferring a resident from a chair to the bed with a manual patient lift. A self-locking screw came out fronm the top of the lift and the resident went to the floor. Certified nursing assistant & sitter were able to "brake" the fall thus, causing no serious injury.